Event description:
User stated, that he was attempting to cross the stress, while stopping at the curb cutout, the chair continued to roll and hit a car that was there, and he fell forward, and his right shoulder hit the car. The user, stated that he went to the hosp with a dislocated shoulder.

Manufacturer narrative:
This chair or any other parts have not been returned to the MFR for evaluation.